Event description:
The patient reported that the up and down arrow buttons did not activate desired pump functions when pressed. The patient reportedly does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the button contacts. Unrelated to the complaint the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.